Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The root cause was unable to be established. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that an error code alarm message was triggered, which was affecting a patient. The patient reported that the pump began beeping 7 hours after connection, displaying an unknown error message. As a result, the patient had to visit the medical facility early to receive a new infusion bag. The staff reassigned a new pump, but the patient missed the remaining dose from the initial bag. No patient harm/adverse event reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.